Manufacturer narrative:
(B)(4). Date sent: 6/4/2021. D4: batch # p9ac7r. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the pouch device was fully deployed and with the suture and bag detached from the device and both were noted torn. The bag was torn at the bottom end (not at the seams). The torn portion was noted stretched. In order to evaluate the internal components, the device was disassembled and no anomalies were noted. The event reported was confirmed and it is related an improper use of the device. A potential cause of the torn suture is an attempt to remove the bag with specimen through the trocar or forcing the bag through the access site as this may lead to bag rupture and spillage of contents. Please reference the instructions for use for more information. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, device broke on seam while extracting a specimen. There was no loss of material. Patient consequence was not reported. No other information is available.